Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported when the tracheal cuff was inflated, the nurse found the tracheal cuff shape was irregular. The tracheal cuff was an asymmetrical structure. Customer confirmed pretest was completed before use. There was no pt injury.